Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he lost his the part that charges the charging system. In addition, he is unable to remember when he last recharged the scs system. A replacement charging system (model 3722) was sent to the patient. Follow up information identified the sjm representative confirmed the ipg was unable to communicate with the external devices and thus the ipg is inoperable. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy was resumed and issue resolved.